Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a piece of a coupler on a clearlink set cracked off. The device was infusing propofol. The propofol was set up as a secondary infusion; the primary infusion was not specified. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and revealed that the male luer collar was cracked. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.